Event description:
It was reported that during the surgery, when cystic duct and artery had been closed, the clip shooter had been used and this caused cystic duct damage. Surgery was finished by laparatomy. It is unknown if device is being returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: "I met with the doctor yesterday. And it was understood that there is no adverse event for this complaint. There was a confusion while sales representative was writing complaint report. Event description is that during surgery clip did not close and cut %40 of cystic duct. Then,surgery was finished with sewing cystic duct. Surgery did not return open surgery. What is the age and sex of the patient? Age: (B)(6); sex: female. What caused the damage the cystic duct? Clip came crossed. Did the jaws of the device cut or damage the duct? Cut %40 of cystic duct. Did the clip scissor and damage or cut the duct? Cut. Was the site of the damage at the clip location or another location?clip location. Was a cholangiogram performed?no. Cholangiogram is not a procedure applied in this hospital. Were there any issues with clip formation? No. Were there any issues with feeding the clip(s) during the initial procedure? No. How experienced is the surgeon with this device? Since 2002." Based on the additional information this event is not considered a serious injury. The event is captured as a malfunction.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.